Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The pt reported that someone else's micl12.1 implantable collamer lens was put in her eye and removed immediately. The correct lens was implanted, however, due to the trauma to the eye, the pt had very little vision for three days. This lens remains implanted. Further info was requested from the surgeon, but not yet received. If any additional info is obtained, a supplement medwatch will be submitted. This is for the right eye. See MFR report # 2023826-2010-00207 for the other eye.